Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose level of 537 mg/dl. The customer treated with manual injections. Customer also mentioned low blood glucose hospitalization. The customer was treated with IV glucose and half a peanut butter sandwich and orange juice. Was performed. The customer reported damage to the top of the battery compartment. The product was returned for analysis.

Manufacturer narrative:
The pump passed the delivery accuracy test. No moisture damage on the motor assembly or electronic assembly.

Manufacturer narrative:
The pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. The pump was received with a cracked reservoir tube lip, a cracked belt clip slot and cracked battery tube threads.